Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer's blood glucose value was 6.3 mmol/l. A couple months ago customer has done a restart and has received a replacement battery cap, due to a broken battery cap. The insulin pump has worked properly in last couple months. The customer would like to do a restart of the insulin pump, but does not remember how to do a restart. Current battery cap and compartment were not damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25 due to connector resistance issue.